Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. A root cause for the device flow rate being low attributed to the faulty 1st regulator unit, electric flow, and manifold unit cannot be determined. It is likely, given the age of the device, that is due aging of the device.

Manufacturer narrative:
Additional information is not available for this event yet. Event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The manufactured date is not known. The user¿s complaint was confirmed. Upon inspection was observed that the device high flow insufflation unit failed flow rate control function because the 1st regulator unit, electric flow, and manifold unit are bad. The system connector is rusty. The 2 green leds of the pressure indicator lit up at the same time because the main board is bad.

Event description:
As reported for this event, during maintenance the device flow test was low. There was no patient involvement.